Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer did not indicate which operating platform the freestyle librelink application is being used with, the model number reported reflects freestyle librelink for android. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to inform that they could not send the data from libre link application to their doctor and therefore experienced a medical event. Customer experienced disorientation and a loss of consciousness and required treatment of glucagon by their spouse. Ambulance was called and customer was additionally treated with glucose via IV and sugar. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to connect freestyle librelink app to libre view successfully. Data was observed after a sensor successfully scanned. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to inform that they could not send the data from libre link application to their doctor and therefore experienced a medical event. Customer experienced disorientation and a loss of consciousness and required treatment of glucagon by their spouse. Ambulance was called and customer was additionally treated with glucose via IV and sugar. There was no report of death or permanent impairment associated with this case.